Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump went to blank display after changing the battery. The customer's mother stated that the insulin pump started counting and they were stuck in set up. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the insulin pump had no signs of physical damage and was not exposed to moisture. The customer's mother stated that the battery cap was not missing or damaged. The insulin pump will not be returned for analysis.